Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site 05/09/2016. No parts have been received by manufacturer for analysis. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site scrub tech that their violet tera tracker screw was stripped. Issue was noted during surgical set-up. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot number and device manufacture date provided.